Manufacturer narrative:
Section b1: corrected data section d4, h4: additional information manufacturer¿s investigation conclusion the report of a low speed and pump stop event can be confirmed based on the submitted log file; however, a specific cause for the elevated lactate dehydrogenase (ldh) and hematuria cannot be conclusively determined. The submitted log file (91311249) contained approximately 11 days data, spanning from (B)(6)2020 07:01 to(B)(6)2020 13:33, which captured a low-speed hazard and then a pump stop event while the patient was reportedly supported by an ungrounded patient cable and the power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. The heartmate ii instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. The heartmate ii left ventricular assist system (lvas) IFU also outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The external perc lead repair on (B)(6) 2019 was reported under MFR # 2916596-2019-05151. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for increased lactate dehydrogenase(ldh) and hematuria. Patient was placed on heparin drip. During the analysis of the log files a pump stop was observed on (B)(6) 2020. Patient has known internal driveline compromise. The patient had an external perc lead repair completed on (B)(6) 2019. The new driveline spliced into original driveline approximately 2.5 inches from exit site, so an additional repair is not possible. It is to our understanding that the patient was on a no-ground cable at the time of the pump stop, which may indicated the issue is maturing to a phase to phase short. Patient remains in the hospital and is being considered for pump exchange. No further information provided.